Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) . Information was reported that the patient stated his battery was depleting quicker than it used to even on lower settings (>3.00v). The patient said he used to be able to use his implant for hours and hours and the implant would shut off at fully charged or a quarter down. The patient said now if he uses the device for an hour or two the implant will already be half way depleted. The patient said now his implant was charging up more quickly than before because previously if his implant charge level was half way down it would take a long time to charge, but now the implant charges from half to full in only 20 minutes. The patient said to him it seemed like the recharger battery indicator wasn't showing accurately where the implant battery charge level was at. The patient said that his programmer shows the same charge level as his recharger does. It was reviewed that the patient's recharging equipment appears to be functioning as it should be. The patient said he will use different groups at different times, but it wasn't like he was using different groups any differently than he was prior to having the issue. It was reviewed how programming parameters affect the recharge interval. The patient noted he has not had an instance where his current ins has gone into overdischarge. The patient charges to 100%, and the patient said they always made sure they got 8 coupling bars. The patient noted that he is on disability so his ac tivity level is pretty low. The patient said the only thing he can think of that might be related to this is going to the gym. The patient also noted that he doesn't use the device all the time because he uses the device for neuropathy and the way neuropathy works was it comes and goes in flare up stages. The patient said he will use the device for a whole bunch for a while and then other times he won't have to use the device as much at all, so he only uses it a little. No further complications were reported. No patient symptoms were reported.